Event description:
A user facility reported to olympus, the bronchovideoscope bending section rubber broke (metal not sticking out). The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device and there was no delayed. Upon inspection and testing of the customer returned device, the scope coating on the connecting tube was found peeled off (over 1-2 mm). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, universal cord dirty, coating on the universal cord peeled off, coating on the connecting tube peeled off (over 1-2 mm), angulation in the up direction is out of standards due to the worn of angle-wire, light guide lens broke, electrical connector corroded due to leakage, distal end cover broken, vision blurry due to broken charged coupled device (ccd) unit, charged coupled device (ccd) lens dirty, insulation resistance value of distal end out of standards due to pinhole at bending section rubber, waterproof failure due to the pinhole at bending section rubber, and bending section rubber. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the to the connecting tube that had peeled. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the device was subjected to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.